Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the fork assembly on the front left is bent to the inside of the chair.